Event description:
A site reported to rxsight that while implanting a light adjustable lens+ (lal+, sn (B)(6), +15.0d) a posterior capsule tear was noted. The lal+ was placed in the sulcus. Rxsight's first awareness of this event was on 05/21/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 5629.